Manufacturer narrative:
Catheter model: neu_unknown_cath, serial# :unknown, implanted: unknown, explanted: unknown. (B)(4).

Event description:
It was reported that a pocket fill occurred and sent the patient into overdose. The patient was "suffering" for a week and will not be back to normal for another "week or two". The drug being infused was unknown.

Event description:
The pump was delivering morphine sulfate.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Event description:
It was later reported that the patient underwent a pocket revision for the removal of the pocket pouch. The new device was repositioned at implant but the pouch had not been removed.

Manufacturer narrative:
Product ID 8709, lot# j11038r10, product type catheter product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter product ID 8835, serial# (B)(4), product type programmer. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.